Manufacturer narrative:
Evaluation of the returned device revealed that the proximal end of the stent was torn and detached at approximately 5cm from the proximal end. The detached fragment was returned with the device and the suture was also present with the return. The suture was broken and remained attached to the detached section of the proximal end of the stent. The tear is consistent with those caused by the suture. Therefore, the most probable root cause for this complaint is handling damage. It should be noted that the event of stent separation due to suture removal during preparation, is not a reportable event.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used in a stent replacement procedure preformed on an unknown date. (Patient ID, age and weight are unknown)according to the complainant, the stent was noticed to be torn during unpacking. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a polaris ureteral stent was used in a stent replacement procedure preformed on an unknown date. (Patient ID, age and weight are unknown). According to the complainant, the stent was noticed to be torn during unpacking. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.